Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the sensor glucose was 69 mg/dl and blood glucose was 42 mg/dl. Customer was assisted in changing the sensor settings. Customer will not be returning the device for analysis.